Event description:
Complainant alleges rxsight inc.'s rxsight light adjustable lens (lal+) - light adjustable lens (lal) and light delivery device (ldd) - were never clinically studied for safety and effectiveness. Additionally, the complainant complained of blurred vision, discomfort from various sources of light, diminished distance vision, and dry eye.